Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had a power on reset (por) and completed an electrical reboot. The ICD was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the reported por and the charging circuit problem were both found to be caused by damage to the charging circuit components. A collapse of battery supply during charging was noted to cause the reported por. Electrical over stress (eos) damage to several charging circuit components prevented proper operation of the high voltage circuit. The secondary windings of the transformer (t1) were found to be open, the r2 (seci) resistor was found to be open and the r7 resistor was found to have arcing damage.